Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone (25 mg/ml at 19.984 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 the patient came in for a pump refill. The hcp initially interrogated the pump but had set it aside and did not let telemetry complete. She filled up the pump, interrogated the pump again incomplete, updated the programming information, and updated the pump. She pulled up the session data report and under pump status after update log, she was seeing "motor stall" with no date or time next to it. The patient did not have an MRI and there were no magnets or emi. She was not seeing anything in the logs at all. The hcp interrogated the pump again with logs. The hcp did not see any dialog box with motor stall after interrogating the pump. The hcp pulled up the logs and it still did not show anything in the logs but after the pump status after update log she was still seeing the "motor stall" without any date or time. The hcp was pretty certain there were no motor stalls that had occurred. She was able to success fully update the patient¿s pump with the correct programming and did not have any further issues. The patient had no symptoms related to the event. Additional information was received on 18-jul-2017 from the healthcare professional who reported that on (B)(6) 2017 at the time the pump was re-interrogated after the refill it indicated that a motor stall occurred, but nothing was found in the logs after 20 minutes so the patient was sent home and they did not think anything was going on. The patient came back a month later on (B)(6) 2017 with an audible critical alarm and it was noted that then the logs indicated that a motor stall had occurred on (B)(6) 2017 and it recovered 11 minutes later. Another stall occurred and then recovered after 16 hours and 22 minutes. A final stall occurred and never recovered. The patient went to surgery on (B)(6) 2017 and had the pump replaced. The first time the patient was seen after the pump replacement procedure, there were no alarms with the new pump. No further complications were reported/anticipated.